Event description:
Initial bicarbonate result reported as 44.5 mmol/l. Patient sample was repeated, bicarbonate recovered 26.2 mmol/l. Incorrect results were not used to provide patient treatment. Field service representative replaced the sample probe and adjusted the rinse and stirrer mechanisms. Performance tests and quality control material recovered within stated ranges.